Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia following post-dinner hyperglycemia while using the ilet with a dexcom g7 sensor, despite prior training and adjustments to therapy targets and weight; the user elected to perform a factory reset with guided assistance, completed successfully when glucose was 159 mg/dl, and planned a supply change. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and resolution without hospitalization. Investigation included review of use history and guided troubleshooting and education, culminating in a factory reset and restoration of therapy targets. Investigation of this case revealed no device malfunction identified and suggested user-related therapy and meal pattern factors contributing to glycemic variability, with mitigation through reset and parameter standardization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.